Event description:
It was reported that the minicap had an inadequate amount of iodine. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 15 of 15.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The event was reported to have occurred sometime in (B)(6). The device was manufactured between the dates of 02/21/2014 and 02/28/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.